Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) had an axium neurostimulator system implanted and experienced abdominal contractions and pain during postoperative programming. X-rays were taken and showed the lead had migrated. The patient was taken back to surgery and as the physician attempted to reposition the lead, it was found to be kinked. The lead was explanted and replaced. Reportedly, effective therapy was achieved following the lead replacement.